Event description:
Date generator was reported to be disconnected was (B)(6) 2012. No interventions are planned at this time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported to our country manager in (B)(4) by a treating neurologist that there was a vns patient with high lead impedance. System diagnostic test showed : high impedance /dcdc 7 settings: output current 2 ma, magnet 2,25 ma, on 30s, off 0,3 min. Their generator was switched off. There was not report of any trauma or manipulation prior to the reported event. X-rays will be sent to the manufacture for review.

Event description:
It was reported that the patient underwent a full replacement after the high impedance was identified. The patient experienced good tolerance after the replacement.

Event description:
X-rays were received for review. Review of the x-rays indicated the following: the generator appears in the lower left chest, below the armpit. The filter feed-through wires could not be assessed due to the orientation of the generator in the available slide. The lead connector pin insertion into the generator connector block could not be assessed due to the orientation of the generator in the available slide. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used, but no loop was present. One tie-down was used, but not as specified by cyberonics's labeling, as it was used to hold the upper part of the lead body, where no loop was present, and the strain-relief bend did not have any tie-down holding it. Per cyberonics's labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. The presence of acute angles or clear breaks cannot be fully assessed due to the definition of the available images. Based on the x-rays images, the present assessment remains inconclusive.